Manufacturer narrative:
Follow-up #1: date of submission 04/10/2015. Device evaluation: the device has been returned and evaluated by product analysis on 04/02/2015 with the following findings: a review of the basal history indicated that there were 5 suspend/resume events on the date of the complaint 1/30/15. A 'suspended no basal deliveries' alarm was shown in the black box history alerting the user of the suspended status. The pump was set to run a basal program during investigation for 24 hours and no suspends were recorded during the test run. The keypad was responsive with no evidence of stuck or hypersensitive keys. The suspend and resume features were operating without any malfunctions. Unrelated to the initial allegation, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an issue with the pump's suspend feature. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.